Event description:
It was reported that the procedure was performed to treat a lesion in the left anterior descending artery (lad). After the lesion was pre-dilated with a semi-compliant balloon, a 2.75x48mm xience xpedition drug-eluting stent was deployed. However, after deployment a distal end dissection was noted under fluoroscopy, and the dissection was treated with a 2.75x12mm xience sierra completing the procedure. There were no adverse patient sequela nor clinical delay. No additional information was provided

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.